Event description:
It was reported that on a few times during device preparation the protective sheath was very difficult to remove from the long-length trek dilatation catheter. The trek functioned appropriately during the procedure with no device issues noted. There were no adverse patient effects and no clinically significant delay in the procedure. The customer is concerned about damaging the balloon or catheter when removing the sheath with difficulty. There was no additional information provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for analysis so the complaint was unable to be verified. The part and lot numbers were not provided, thus a manufacturing records review was not possible. A review of the complaint database was also not possible based on the product identity being unknown. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device performance with regards to the difficulty with removing the protective sheath is most likely related to a normal variation in the manufacturing process. The performance of these devices will continue to be monitored.